Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Health impact- clinical code: (B)(4). Health impact: (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, 07.50/+2.0/084 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting, angle closure with elevated intraocular pressure (iop) and significant reduction of irido-corneal angles. There was an addition of new pi by yag. The lens was replaced with a shorter lens and the problem was resolved. Vault and iop at normal post icl target with smaller icl. At one week post-op, there was trace cell and spk. The cause of the event was unknown.